Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 via the right common femoral due to dvt. Plaintiff alleges attempted retrieval on (B)(6) 2011 where a 4-french sheath and a long 10-french cook sheath were used in the attempt. Following the failed attempt, examination of the retrieval device allegedly revealed a longitudinal slit on the end of the sheath with no evidence of retained material and the entire sheath otherwise intact. Plaintiff is alleging device is unable to be retrieved.

Manufacturer narrative:
(B)(4) initially reported event under MFR report # 3002808486-2016-01268. New information was received identifying that the product was a (B)(4) manufactured device. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 via the right common femoral due to dvt. Plaintiff alleges attempted retrieval on (B)(6) 2011. Plaintiff is alleging device is unable to be retrieved without further details.

Manufacturer narrative:
Additional information was provided during the investigation confirming the sheath used during the procedure was a gtrs-200-rb per customer's purchase history. An MDR has been generated under 1820334-2017-00996 to capture the sheath split. Evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating device is unable to be retrieved. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.